Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was confirmed during operational checking that the device's screen turned black, and the display contents were not able to be viewed. There was no error in the device error log that indicated a display error. It has been determined that the issue was caused by an lcd display failure. The lcd display was replaced to resolve the issue. Additionally, the trilogy 02 pm1 kit was replaced preventatively. Repair testing, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly.